Event description:
It was reported that a female patient was successfully treated with an open reduction internal fixation to the left distal femur on (B)(6) 2013. The patient came to the emergency room on (B)(6) 2013 with open distal wounds, localized to the distal area. X rays revealed hardware loosening distally on the ten hole variable angle locking compression plate condylar plate. It was reported that the exact cause of the hardware failure was unknown. Three partially threaded conical screws and three 5.0 variable angle locking screws were removed. There were five 5.0 variable angle locking screws implanted proximally. Six of the distal screw holes were filled. The plate and proximal screws were left in place. Irrigation and debridement followed with temporary application of an external fixator on the femur. Cultures were taken for possible infection. The cultures were reported as being clear as the patient was returned to surgery on (B)(6) 2014 for irrigation and debridement and revision open reduction internal fixation using the same plate. The surgeon revised the distal portion of the plate, implanting four 5.0 mm variable locking angle screws and three 4.5 mm cortex screws. The proximal portion of the plate required no revision. The external fixator was left in place for additional stabilization of the femur. An x-ray was sent on (B)(6) 2014 showing five proximal screws in shaft of plate and six screws in distal area of plate. A review of the single anterior posterior image confirmed the complaint condition. A total of 6 screws are visible in the distal left femur, 5 are visible proximal to the fracture. The femur appears to be maligned and 5 of the 6 distal screws are noted as having migrated or pulled out of the distal fracture segment. All other hardware appears to be intact. This report is for an unknown locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.